Manufacturer narrative:
(B)(4), 2011. This event concerns is device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The ICD involved in this MDR was implanted on (B)(6) 2010. The pt was asymptomatic with ejection fraction = 20% and ischemic cardiopathy. He was supposed to be discharged on (B)(6) 2010. On (B)(6) 2010, the pt suffered from a ventricular tachycardia (vt) detected by the ICD in the slow vt zone. This arrhythmia was treated by an atp, but this therapy was not effective and deleterious (the arrhythmia was accelerated). Three atp therapies were delivered (around 06:09). The arrhythmia became unstable, misleading the arrhythmia detection algorithm, reportedly. According to the report, this event delayed the programmed therapies. Several shocks were delivered, but the pt was already in electro-mechanical dissociation. The pt died at 6h30, after 15 min of resuscitation.